Manufacturer narrative:
One cadd-solis vip pump was returned for analysis. No signs of was found on the device upon visual inspection. Function and pressure failure testing was performed; no discrepancies and within the published specification of +/-6%. Based on the evidence there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip was under infusing. This was indicated as an out of box failure and the issue was not found while in use with a patient. There was no reported adverse events.